Manufacturer narrative:
H6: investigation summary a py3101ncm product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21k10-tc. The customer has reported that they experienced damage to one of the neutraclears of the extension set, during use of the product; however no further information was available to assist the investigation in this instance. The details of this feedback were shared with the legal manufacturer of the product, cair lgl for investigation. A review of the production records from lot 21k10-tc did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that bionecteur on the bd neutraclear¿ 3-way extension set came loose and broke off during use. The following information was provided by the initial reporter, translated from dutch: "orange part vd py3101ncm came loose. Bionecteur of one stem broke, the orange connection point came loose and out, leaving an open connection to the broviac."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is cair. This site is an OEM manufacturing site. (B)(4). The reported lot# 21k10-tc was not found for the reported catalog# py3101ncm. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bionecteur on the bd neutraclear¿ 3-way extension set came loose and broke off during use. The following information was provided by the initial reporter, translated from dutch: "orange part vd py3101ncm came loose. Bionecteur of one stem broke, the orange connection point came loose and out, leaving an open connection to the broviac."